Manufacturer narrative:
(B)(4). Customer returned pump for alleged pump error 82 found on (B)(6) 2022. Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Pump successfully downloaded to thump. Confirmed pump error 82 on (B)(6) 2022 at 15:00:00.000. Pump error occurred in motor application. Motor power grant request to main cpu was not responded within timeout. Pump error 82 confirmed due to hardware error. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay. Pump error 82 confirmed due to hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had the hrm task did not grant motor power in reasonable time alarm. Customer stated that they were able to clear the alarm and rewind the insulin pump. Displacement test was performed and it was passed. Insulin pump was not bumped nor dropped. Self test was performed and it was passed. No harm requiring medical intervention was reported. The product was returned for analysis.